Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer has reported that a user was able to dispense medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that the aux drawer 2 exhibited issues with its rails, which were sticky. A field service engineer successfully replaced the rails to address the problem. The device functioned as intended after the field service engineer troubleshooted the device.